Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field e2, e3, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus confirmed foreign material adhered to the air/water channel and auxiliary channel, but the type of the material cannot be identified. Based on the results of the investigation, it is likely foreign material may not have been removed because reprocessing could not be conducted properly due to wear of flexibility adjustment mechanism (toric joint) and damage on channel-tube. Both leading to water tightness loss. The event can be detected and prevented by following the instructions for use (IFU) which state: IFU states the detection method in ¿gif/cf-170 series operation manual chapter 3 preparation and inspection¿. IFU states the preventive measures in ¿gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air water tube and the jet tube. There were no reports of patient harm or injury.